Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: the device was returned for evaluation. The kinked tip was not confirmed, however, a torn tip was noted. Based on visual analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that during prep, after removing a 2.5x15 xience v rx stent delivery system from its dispenser hoop, the soft tip was noted to be bent. The device was not used in the patient. Another xience v rx was used to complete the procedure and there was no occurrence of a clinically significant delay. No additional information was provided. Qat analysis of the returned device identified a tear in the soft tip. Additional information received from the site clarified that the tear was present when the device was opened.